Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, hardness, loss of sensation, non-specific autoimmune symptoms, anxiety, stress, pain and suffering.